Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient needed more coverage for their left lower leg. Impedances were checked and all contacts on the 8-15 lead were out of limits. It was reported that the patient couldn't recall any specific instances of their therapy changing. They did mention they called about one year ago.  The rep was able to cover the area needed using the left lead. The rep indicated that they would inform the midlevel of their appointment with the patient.